Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during implant the lead tip was bent. A second package was opened and was also bent. A third package was opened and the operation completed. There was no health hazard to the patient. See also MFR report #6000153-2011-08940.

Manufacturer narrative:
Stylet accessory lot # unk implanted: unk explanted: unk; stylet accessory lot # unk implanted: unk explanted: unk. Analysis of lead model 3389s-40 lot # v772097 determined the distal end of the lead was bent. Continuity was acceptable and there were no shorts between circuits.